Manufacturer narrative:
The field service engineer replaced the whole trolley table and the system is now working to specifications.

Event description:
The floor brake did not work and this caused the trolley to move without ability to stop.